Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the water manifold bolt was damaged, causing the reported event. To resolve the issue, the technician replaced the bolt. The unit was tested, confirmed to be operating according to specifications, and returned to service. While onsite, the technician counseled user facility personnel on the proper regulation of the water pressure for the amsco 400 sterilizer. No additional issues have been reported.

Event description:
The user facility reported a water leak onto the floor from their amsco 400 sterilizer. No report of injury.